Event description:
(B)(4). I have had a allergic reaction to nickel that's in this device, im allergic to metals nickel being the biggest one! I developed severe cystic acne on my face ( now scarred up) on my back, chest and neck. I also have inflammation in my fallopian tubes as result of being exposed! Now having a hysterectomy to remove this evil device that should have never been put in me. Hysterectomy date (B)(6) 2016